Event description:
In 2007: the pt had the primary surgery. (C4/c5-pedicle screws). The next month: it was found that the rod on the right side was broken. No revision is planned at this moment.

Manufacturer narrative:
Na